Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge. Subsequently, it was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin. A new cartridge was loaded to address the event and insulin delivery was resumed on the pump. Customer's blood glucose level was 410 mg/dl.